Event description:
A customer reported that the home button on their t:slim x2 was less responsive and had to be pressed multiple times to wake up the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further technical support follow-up, and a renewal pump was being processed.